Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The autopulse platform (sn: (B)(4)) was used to treat an (B)(6) male patient in cardiopulmonary arrest. It took 80 minutes before paramedics treated the patient because the patient lived in an isolated island. Bystander CPR was not performed prior the ems arrival. The patient was placed on the autopulse platform, and the compressions were performed for 10 minutes. Then, the platform stopped compressions and displayed "pull up lifeband and press restart" error message. The user pulled up the lifeband and re-started the autopulse platform. However, the platform did not perform compression. The crew performed manual CPR for an unknown period of time. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. Patient's cause of death was determined to be myocardial infarction. As per customer, the autopulse platform system interruptions did not contribute to the patient's death.

Manufacturer narrative:
The preliminary investigation for the autopulse platform (sn: (B)(6) was performed at zoll japan. The autopulse platform passed the functional testing without any fault or error, and the platform worked as intended. The archive data review showed occurrence of multiple user advisories: ua02 (compression tracking error), ua12 (lifeband not present), ua17 (max motor on time exceeded during active operation), ua18 (max take-up revolutions exceeded), ua45 (not at "home" position after power-on/restart) error messages, fault code 08 (motor controller fault detected) and fault code 28 (loss of clutch connectivity) around the reported complaint date, probably related to the reported complaint. In addition, sticky shaft rotation was observed upon visual inspection. Further investigation will be performed at zoll san jose to determine the root cause for the reported complaint. A follow-up report will be submitted when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) stopped compressions and displayed "pull up lifeband and press restart" error message was confirmed based on the archive data review, but not confirmed during the functional testing. No device malfunction was observed during the testing, and the platform worked as intended. The probable root cause for the reported complaint was due to the stiffness of the patient's chest. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. A review of the autopulse platform archive was performed, and multiple user advisory (ua)17 (max motor on time exceeded during active operation) error messages were observed to have occurred on the reported event date; thus, confirming the reported complaint. Based on the archive data review, the autopulse li-ion battery (sn: (B)(6) with 1205 mah remaining capacity was used, and the battery was fully charged at time of use in the autopulse platform. The autopulse platform was powered on and performed 9 sessions of 15 compressions, 50 compressions, 150 compressions, 149 compressions, 156 compressions, 74 compressions, 62 compressions, 176 compressions, and 30 compressions on a regular size patient (max load sum exceeded 189 lbs. Calculated [count/2.52 lbs.). Then, the autopulse platform stopped due to ua17 (max motor on time exceeded during active operation) error message, followed by warning 1 - low battery warning message. Based on the archive, battery remaining capacity dropped to 810 mah. Warning 1 - low battery warning message will be triggered when there is less than 5 minutes active operation left before battery is too low to operate. However, the user pressed restart to clear the error message, and the autopulse was used again repeatedly for compression with the same battery. The archive shows that the platform repeatedly stopped compression several more times due to ua17 error message, and eventually, the ua17 error message was followed by warning 1 - low battery warning message. The ua17 will triggered when the motor was on for too long during active operation and the autopulse platform did not reach the target depth within the specification due to the stiffness of the patient's chest and battery low charge status. The archive shows that the battery has a low voltage with remaining capacity of 409 mah and it was used repeatedly for compression. Further review of the archive data showed occurrence of multiple user advisory's (ua) 02 (compression tracking error), ua45 (not at "home" position after power-on/restart) error messages, fault code 08 (motor controller fault detected), and fault code 28 (loss of clutch connectivity) on the reported complaint date. These observed error messages are unrelated to the reported complaint. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Fault code 08 alerts the operator that the motor controller's built-in fault detection system signals a fault. Clear the ua by pressing the restart button. Fault code 28 alerts the operator that the clutch monitoring circuit detected a loss of connectivity on the clutch driving circuit. Clear the ua by pressing the restart button. Upon customer's approval for service, the platform will be subjected to functional testing to ensure that the device will pass all testing criteria.